Event description:
Ous MDR - after an estimated implantation time of 42 months, oversensing with inappropriate shock delivery was reported. Also, a pacing impedance of >3000 ohm and a shock impedance >150 ohm was reported. A lead fracture is suspected. Aside from the shock deliveries, no other deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mol1, 36 charge processes had been registered. The memory content of the ICD was checked; the available iegms showed interference in the ventricular and the far-field channel, which had led to a shock delivery. The analysis of the archive data also showed intermittent ventricular pacing impedances >3000 ohm and shock impedances >150 ohm since (B)(6) 2014, which confirms the clinical observation. The signal sensing and the impedance measurement functions of the ICD were then checked. The signal sensing proved to be free of noise. The ICD sensed supplied signals free of interference. The impedance measurement functions behaved properly during testing. The test did not find any anomalies that could be related to the clinical observation. The ICD¿s connection system was examined mechanically. The screws of the shock and pace outputs were ok. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 and the df-1 standards. There was no material defect or manufacturing error. The ICD¿s capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. In particular, the charge time proved to be unremarkable. The production documents of the ICD were reviewed. All manufacturing steps had been carried out correctly. There is no indication of a material defect or manufacturing error.